Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(4) displayed an alert (red led) and user advisory (ua) 12 (lifeband not present) error message" was confirmed during the archive data review but was not confirmed during the functional testing. The possible root cause of the reported ua12 was the band clip on the lifeband not properly engaging the safety switches in the driveshaft because either there was no lifeband installed or the lifeband was improperly installed, likely attributed to user error. The autopulse platform shows an alert (red led) whenever an error or fault condition exists for the platform. The autopulse platform passed the functional testing and worked as intended. Upon visual inspection, unrelated to the reported complaint, noted multiple cracks in the screw wells of both the front and bottom enclosures and a hole on the load plate cover that affects the watertight seal. The enclosures and the load plate cover need to be replaced to address the observed physical damage. In addition, unrelated to the reported complaint, observed body fluid ingress upon removing both the front and bottom enclosures and noted that the interior of the autopulse platform and the channel die-cast were heavily contaminated from the fluid. The autopulse platform requires bio-cleaning, and the channel die-cast needs to be replaced to address the observed contamination. The root cause for the observed contamination and damages was likely attributed to user mishandling. The archive data indicated several ua12 messages on the reported event date, thus, confirming the customer's reported complaint. Unrelated to the reported complaint, further review of the archive indicated one fault 27 (encoder fault (speed > 3000 rpm, no unwind)) around the reported event date. Based on the archive, the fault code was cleared by the customer. User advisory is a clearable message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended action for this type of user advisory is to ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. The autopulse platform passed the preliminary functional testing without any fault or error. The customer reported ua 12 was not duplicated during the testing. The observed fault 27 in the archive typically occurs when the encoder indicates the drive shaft is turning at speed higher than 1000 rpm. The fault 27 was not replicated when the autopulse platform was tested using the 95% patient large resuscitation test fixture (lrtf). The autopulse platform functioned as intended. Zoll is awaiting customer approval for service repair.

Event description:
During shift check, the autopulse platform sn (B)(4) displayed an alert (red led) and user advisory (ua) 12 (lifeband not present) error message. The ua12 error displayed when the customer fully extended the lifeband by pulling both straps and pressing the green start/continue button. The customer provided no further information. No patient involvement.